Event description:
It was reported that patient had therapy turned off prior to neck surgery today. Surgery is now over, but when caller turned therapy back on, they discovered the previous settings had all been wiped. Caller said they had an older model tablet and the patient's wife had a print out of the old settings. Despite having the old settings printed out, caller was still wanting assistance with reprogramming since there was more to it than just data entry. Caller stated they noticed the patient's jaw was twitching. When the agent had the caller connect to the patient's ins during the call, caller confirmed that there was no "therapy" button in the therapy app's homepage. Caller stated that the patient had their therapy settings changed during the surgery in preparation for the procedure, so they were unable to confirm if the patient's hcp or a rep assisted in changing the patient's therapy settings. Agent reviewed general therapy information and redirected the caller to the patient's hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.